Manufacturer narrative:
The ge rep conducted an onsite investigation. The c-arm backplane and the generator driver ribbon cable were replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system displayed a filament regulator failure error message. No pt injury was reported.